Event description:
The patient contacted animas on (B)(6) 2012, reporting that all of the keypad buttons were sticking and requiring multiple hard presses to respond. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was returned torn over the ok and up arrow buttons. During testing, the ok button as found to be intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the ok key was found to be inverted. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.